Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the syringe needle did not return to neutral position when attempting to remove the air out of the cartridge. The customer continued using the existing cartridge and insulin delivery was resumed. Customer's blood glucose level was 115 mg/dl.